Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient experienced inappropriate shock due to incorrect interpretation of atrial fibrillation. No interventions were performed. There were no patient consequences.